Event description:
I have breast implants that are silicone memory gel. They have been in for about 13 years. I have had chronic fatigue from the very beginning. Symptoms: fatigue, losing my thoughts, reynaud's, constantly cold, chest pains, migraines, vision problems; tingling in hands and feet, muscle spasms in my back and legs, feet constantly cramping; ears are always clogged (like I am in a well), diarrhea, sinus infections, vertigo, dehydration; skin is always dry and patches will itch constantly, difficulty swallowing, feeling like I'm choking, severe cystic acne, heart palpitations; temperature is always below normal, acid and bile reflux, and in 2018 I had a gastric emptying test, endoscopy, colonoscopy and was diagnosed with gastroparesis. Since that diagnosis, I have lost over 20 lbs due to necessary dietary changes. I have been looking into breast implant illness as a possible culprit for a lot of my issues. I was told the implants were on a voluntary recall list, but not from the company that made them. I am currently being seen by a gastroenterologist for my diagnosis, but am unable to continue taking the prescribed medicine because of tardive dyskinesia. I am on daily antibiotics to help with the inflammation and difficulties with stomach infection. I have had annual mammograms. I have had every digestive and blood test done over the last year at the (B)(6) medical center in (B)(6). FDA safety report ID# (B)(4).